Event description:
The customer reported to olympus, the video connector was loose on the visera video system center and could be connected. It was also reported that the image was flickering intermittently and was unstable. It was reported that there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen was black or gray with stripes due to a defective connector. The battery on printed circuit board has ran out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image failure (blackout, gray stripes) was caused by a loose connection due to malfunction of the video connector socket. The cause of the defective video connector could not be identified. Correction to e2 and h6 medical device problem code. E2 was inadvertently checked; reporters title is not available. Medical device problem code was updated. Olympus will continue to monitor field performance for this device.